Event description:
It was reported that an ilet pump was dropped, resulting in a cracked but still usable screen, and the user experienced trouble using the device afterward; a replacement pump was shipped and the original is to be returned. Symptoms included no injury and no effect on blood glucose. Outcomes included no alerts or alarms and continued cgm use with dexcom g7. Investigation included review of the reported damage, verification of data sync prior to shutdown, and instructions provided for shutdown to avoid further alerts. Investigation of this case revealed physical damage to the display consistent with accidental impact and no evidence of device malfunction affecting glucose control. It was concluded that the event was due to accidental damage to the pump screen, with the device otherwise functioning, and a replacement was provided while the original is pending return.